Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that post implant procedure the right ventricle lead was confirmed to have perforated. Surgical intervention occurred to explant the right ventricle lead and system. This lead is not expected for return and analysis. No further adverse patient effects have been reported. No additional information has been received, should further information be provided an updated report will be provided.